Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 14, 2022 that a hot axios stent was to be implanted transduodenal to bile duct during a biliary drainage procedure performed on (B)(6) 2022. During the procedure, the stent did not fully deploy. It was noted that the handle was unscrewed. The stent was removed partially deployed on the delivery system and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of partially deployed axios stent. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed. The deployment hub was returned in position "4". The inner sheath was kinked and the luer lock was detached. Microscopic inspection was performed and evidence of adhesive in the lad nose was found. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, and/or the technique used by the user, limited the performance of the device; therefore, contributing to the kinking of the inner sheath. The reported event of stent partially deployed could not be confirmed because the stent was received fully deployed. The investigation concluded that luer detached was likely to have occurred due to factors encountered during the manufacturing of the device. An investigation is under way to address this problem. Therefore, review and analysis of all available information indicated the most probable cause is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transduodenal to bile duct during a biliary drainage procedure performed on (B)(6) 2022. During the procedure, the stent did not fully deploy. It was noted that the handle was unscrewed. The stent was removed partially deployed on the delivery system and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.